Event description:
The customer reported there was an x in the window and has had a power supply failure. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer evaluated device.